Event description:
It was reported patient underwent procedure utilizing a cocr crimp sleeve on (B)(6) 2012. While crimping the sleeve, the side split and had to be removed from the surgical site. Another crimp sleeve was used to finish the procedure.

Manufacturer narrative:
Evaluation of the explanted device found evidence of inadvertent misalignment of the crimping device prior to crimping the sleeve. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "the surgeon must be thoroughly knowledgeable not only in the medical and surgical aspects of the implant, but also must be aware of the mechanical and metallurgical aspects of the surgical implants." Number 13 states, "center the bmp crimper on the crimp sleeve. Failure to center bmp crimper jaws on the crimp sleeve can cause damage to the sleeve and the corresponding section of the cable. This can lead to implant failure and surgical procedure failure."

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: number 2 states, "bending or fracture of the implant."